Event description:
It was reported that during an ankle procedure, the inserter tip broke off in the anchor during insertion of implant. It was not retrieved. Site was drilled and inserted at correct angle. Once cutouts on inserter were below bone level, inserter angled superiorly and surgeon could not remove the inserter. The surgeon twisted until the inserter broke. Anchor was inserted and firmly implanted. Surgeon left the broken inserter piece in the anchor as there was no way to get it out. Second anchor, same lot, went in without incident.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The driver for one ar-8934bcnf, 3.0mm biocomposite suturetak, was returned. The evaluation revealed that the driver's distal tip is broken-off at its suture-slot cutout area. The device met all material specifications as received. Complainant's event typically caused by not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation prior to insertion. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.